Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The length of the membranous septum 4.2mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient was discharged with a portable monitor. On (B)(6) 2025, the patient was noted to have an irregular heart rhythm. On (B)(6) 2026, the patient received a permanent pacemaker. The patient was discharged.

Manufacturer narrative:
An event of arrhythmia after device implant was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 3 mm from the non-coronary cusp. Based on all available information, a cause for the reported arrhythmia could not be conclusively determined. The reported hospitalization and surgical interventions were result of case specific circumstances as permanent pacemaker was implanted and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 10 sep. 2025, a 29mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The length of the membranous septum 4.2mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient was discharged with a portable monitor. On (B)(6) 2025, the patient was noted to have an irregular heart rhythm. On (B)(6) 2026, the patient received a permanent pacemaker. The patient had an extended hospitalization. The patient was discharged.